Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that they reprogrammed the device to not include the electrode with the impedance. The cause of the reported event was unknown.

Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the rep stated the battery status was showing as ok instead of a percentage, it was also reported the patient's symptoms had started coming back. Caller stated the ins was on when they interrogated it an only one electrode was over 4000 ohms. Caller reported the patient didn't notice any messages on their patient programmer although they didn't use it often. It was reviewed that a power on reset (por) had likely occurred previously and the battery information would now show as if the ins were a 3023. Caller reported the patient didn't remember something like this happening. It was suggested the patient monitor for low battery icon and continue to monitor symptoms and that por shouldn't be a chronic issue. No further complications were reported or anticipated.